Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. The patient underwent pump removal. During the procedure, the catheter was found to be in the intrathecal space and patent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient experienced catheter dislodgement on (B)(6) 2016 and was experiencing opiate withdrawal on (B)(6) 2016. At the time of report [2016-jul-14], there was no patient injury. The issue had not been resolved; however, the pump was to be removed on a future date. The surgical intervention was planned, but it had not yet been scheduled. At the time of the event, the patient was also using transdermal fentanyl and oral valium.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The patient had been considering going back to oral medication for a while, and the health care provider (hcp) had been weaning her down. Then, the patient¿s insurance changed to one which the hcp did not accept. There was only one other ¿pump refiller¿ in town for non-malignant pain. She decided to have pump removed to avoid the hassle of refills. The reason for catheter removal was the same.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The cause of the pump and catheter removal was the patient wanting to go back to oral medication. The cause of the patient's withdrawal was "pump and catheter were explanted, so cessation of intrathecal drug." The patient wanted to return to oral medications and took some time to get through transition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.